Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that patient underwent hip revision surgery 4 years post implantation due to pain and disassociation of ceramic liner and cup. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.